Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pumps high pressure was out of range.

Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with damaged housing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not available. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. The pressure was tested, and the device did not activate within specification. The downstream sensor will be replaced.